Event description:
Customer reported her insulin pump shut off and it won't turn on. The device gave her no warning that the device was going to shut off. Customer was using off brand batteries. Customer's blood glucose is 132 mg/dl. Customer bought duracell batteries. The device has not been bumped or exposed to moisture recently. The battery compartment and contacts are not damaged or corroded. Customer inserted a new battery but the display did not return. Customer removed the battery for ten minutes, cleaned the contacts, reinserted the new battery, and the display still did not return. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test. No unexpected off no power alarm was noted. No blank display was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)